Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, and motor tests. There was no motor error alarm noted. The pump had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he had a low blood glucose of 20 mg/dl. Customer's blood glucose later came up to 66 mg/dl. Customer stated that he does not have an illness or infection. Customer has been giving himself boluses and is on manual injections. Customer is currently using the pump on suspend mode. Customer's current blood glucose was 165 mg/dl at the time of the incident. Customer has treated with food. Customer has been experiencing low blood glucose for 3 weeks. Customer stated that all the programming is correct. Customer's wife mentioned that on (B)(6) 2015 the customer was found on the side of the road. Customer was handcuffed by the state trooper and the paramedics came to the side of the road. The paramedics found that the customer had a blood glucose of 27 mg/dl on (B)(6) 15. Customer has bottomed out 4 days in a row. Customer's blood glucose has been between 300 or 400 mg/dl in the last 3 years. Customer has been using lantus and doing boluses.